Manufacturer narrative:
The pump was received with a button error alarm and no button response due to corroded keypad traces. The pump was received with a cracked case at the display window corners, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received button error. The customer's blood glucose level was reported to be 183.6mg/dl. Troubleshoot was reported to be conducted. It was reported that device would be replaced and returned for analysis.